Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: as the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The denovo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The lesion was predilated with a 2.0x15mm apex balloon and then a 2.25x24mm promus element stent was successfully deployed in the lesion. While implanting a second 2.75x24mm promus element stent in the proximal lad, it was noted that the proximal edge of the stent was folded and formed an accordion. The stent was shortened 5mm and was unable to cover the entire lesion and a third 2.5x16mm promus element stent was implanted, covering the entire lesion. The lesion was postdilated with a 3.0x8mm quantum maverick balloon and the procedure was completed with no patient complications reported. This product is only ous approved but it is similar to an approved us device.